Manufacturer narrative:
Additional, changed, and/or corrected data: a3, a5, a6, d9.

Event description:
Healthcare professional reported left side rupture. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: - rupture: observed opening assessed as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. This record is for left side. The device was explanted and replaced.

Manufacturer narrative:
Continued: e.1.: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for left side. The device was explanted and replaced with another manufacturer's device.